Event description:
It was reported that a patient underwent a laparoscopic midline hernia repair procedure on (B)(6) 2011 and straps were used to fixate mesh. On (B)(6) 2011, the patient developed a fever of 104 degrees f. The patient underwent an exploratory laparotomy on (B)(6) 2011. Cultures were done and were (B)(6). The patient remained symptomatic and underwent another procedure on (B)(6) 2011. Twelve hours after this procedure, the patient's fever went down and never returned. The patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01817. The same patient is represented in each medwatch.